Manufacturer narrative:
(B)(4). Batch # p5918p. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the device misfire twice? Yes did the device lock-out (no staples deployed and no cut line started)? Yes, locked out or, did the device start to deploy staples and cut but could not be completed (partially fire)? Were there any issues with opening the jaws of the device? No. If so, did the jaws of the device eventually open?

Event description:
It was reported that during an unknown procedure, the reload misfired and the surgeon tried another reload but still did not work. The surgeon brought the cutter out of the patient and the cutter was frozen. The surgeon then got another lot number and everything worked fine. There were no patient consequences reported.